Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging their onetouch verioiq meter read inaccurately high compared to their feelings and another device. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained by the csr during a follow-up call with the patient. The patient reported that on (B)(6) 2014 at 6:28pm they began to feel sweaty and vision was blurred; symptoms they associated with a low blood glucose. In response to the symptoms, they tested their blood glucose with the subject meter and obtained a result of ¿104 mg/dl¿. The patient then immediately tested on another device (ot ultra) and obtained a result of ¿54 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ accuracy criteria. The patient reported treating self with glucose tablets within 10 minutes of the onset of symptoms and confirmed feeling better afterwards. During the follow-up call, the patient stated that prior to onset of symptoms they had tested with the subject meter mid-day before their lunch. The patient did not recall the result. The patient manages their diabetes insulin. They were unable to confirm if they administered any insulin after testing that afternoon. The patient mentioned that they felt the low blood glucose excursion was as a result of not eating all of their food that afternoon. At the time of troubleshooting, the csr confirmed that the patient was using the correct testing procedure and that the meter was set to the correct unit of measure setting. The patient did not have control solution available to perform a test. Replacement products were sent to the patient. Although the patient developed signs/symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused and/or contributed to the alleged injury. The patient was symptomatic prior to obtaining the reported inaccurate high reading and there was no delay in treatment due to alleged meter issue. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria and the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.